Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was an alert delivered via merlin.net for inappropriate automated mode switch (ams). Technical support was contacted and confirmed the ams was due to far-field r-wave oversensing on the device. Programming changes are anticipated to resolve the oversensing and the patient was stable with no consequences.